Event description:
Patient presented to clinic with pin after hearing a pop while stretching after waking up in the morning. After x ray it was discovered that one of her rod located at l3 at the bottom of the construct had broke.